Event description:
Customer reported feeling blood glucose = "low". Paramedics were called and customer's device result = 222 mg/dl. Paramedics gave gel to the customer. Paramedics device result = 171 mg/dl. No controls were used. A request was made for product return and replacement product was sent.